Manufacturer narrative:
The complaint device not returned for an evaluation so a visual examination and function testing could not be conducted. However, a review of the lot control sheet documenting the processing of the lot of the device in question indicated that the instrument passed all applicable tests and inspections prior to release from stryker sustainability solutions. Stryker sustainability solutions' instructions for use state: "do not allow the arthroscopic wand or electrode to come into contact with staples, clips or any metal object while it is energized." "Careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force." Due to the infrequency of this type of event, no trend information is available.

Event description:
It was reported that during the procedure "black specks were flaking off" of the arthrowand into the patient's shoulder. It is unknown if all of the specks were removed. No patient injury was reported by the user facility.